Manufacturer narrative:
(B)(4). The rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt200 adult breathing circuit was returned to fisher & paykel healthcare (B)(4) for evaluation. A heater wire resistance test was performed with a calibrated multimeter, and a bent pin test was performed on the heater wire pins. Results: heater wire resistance test revealed that the heater wire pins of the inspiratory and expiratory limbs were within specifications. Full insertion of the heater wire pins of the inspiratory and expiratory limbs with the heater wire adaptor was achieved. Conclusion: no fault was found with the returned complaint device. All breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected.

Event description:
A hospital in (B)(6) reported via a distributor that the heater wire pins of an rt200 adult breathing circuits were damaged. No patient consequence was reported.